Event description:
It was reported that during a laparoscopic colon resection procedure, the device was used to resect mesentery. The procedure was finished as normal. When completed, the patient sent to recovery. The patient's hemoglobin dropped after surgery. The patient was brought back the following day for a diagnostic laparatomy. The laparatomy showed blood clots along the line of transection and in the abdomen. The abdomen was cleaned up and any oozing was sealed. The patient is ok. The device used in the original procedure was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested: in order for us to fully understand the situation and to assist with the investigation, as no device is being returned, could you please provide us with the following: did the gen11 display any yellow alert screens during the procedure? What other instruments were used during the initial procedure? Was the bleeding from an area that the device was used on? Was the tissue thick, dense and fibrous? Was this the only time during the procedure that hemostasis was not achieved? Was excessive grasping force used? What other instruments were used during the initial procedure? Where was the bleeding from? (State where). How much blood was lost? (Cc's) how was the bleeding controlled in the 2nd procedure? Was a transfusion required? What was the size of the vessel or artery? Could you please device your traditional steps for use of the device (does you use the kissing technique and wait for tone 2 or use a smooth, gradual advancement of blade)? How long have you been using the device? Was a jerky advancement of blade used? Was the expected hemostasis achieved intra-operatively? Extended or time? Patient specific questions: was the patient taking any anticoagulants (aspirin, anticoagulants, or antiplatelet agents? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the patient's pre-op hemoglobin and hematocrit? What was the patient's post operative hemoglobin and hematocrit? As the patient was still experiencing pain at the time of the complaint, what is the current patient condition? Are there any anticipated long-term effects from the burn? Will the patient need any follow-up? Patient age and weight; did the patient have any pre-existing conditions?